Manufacturer narrative:
As reported, an expired phasix st mesh was inadvertently implanted into the patient. There was no reported adverse outcome associated with the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open abdomen surgical procedure on (B)(6) 2024, an expired phasix st was inadvertently implanted into the patient. The labeled expiration date of the implant is (B)(6) 2024. The surgeon reports that the "patient is ok".